Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was receiving fentanyl (unk mcg/ml at unk mcg/day) via an implantable pump for non-malignant pain, fbss leg/back, and spinal pain indications. It was reported that patient's pump was refilled last week on wednesday; they traveled to (B)(6) over the weekend to see family and last night overnight the "pump dosed enough fentanyl that patient stopped breathing." They took the patient to the hospital where they had to give them narcan and everything seems to be normal now. There were no changes to the prescription when pump was refilled that they are aware of and the pump was not alarming. Patient asked about having the pump interrogated. Additional information stated that patient called in repeating that there were overdosed by the pump, was taken to the hospital where they "had to administer CPR and 2 injections of narcan. Patient asked how to go about having the pump checked. It was reported that the healthcare provider (hcp) reported the patient was admitted to the ER (emergency room) last night due to overdose symptoms. The hcp reported the patient was given narcan and had to have CPR in order to be brought back. Hcp reported they are thinking there was a malfunction with the pump and they are wanting to have a representative paged out to check on the pump. Hcp confirmed the pump was not audibly alarming. Troubleshooting was unable to be performed due to lack of clinician programmer. The hcp was redirected to the national answering service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare provider who reported that the cause of the overdose was not determined and it was unknown if there were external factors.